Event description:
It was reported that during a da vinci-assisted surgical procedure, universal side manipulator (usm) arm 4 allegedly "made an involuntary movement." The problem was resolved after restarting the system. The procedure was completed using all usm arms with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the issue occurred while the surgeons head was in the surgeon side console (ssc) high resolution stereo viewer (hrsv) while attempting to manipulate instruments. The movements of the surgeon did not scale appropriately to the instrument. The instrument moved in the intended direction. The timing of the instrument was appropriate. No shakiness or friction, instrument-to-instrument or arm-to-arm interference. There were no external collisions. The issue was persistent but resolved with a restart. The issue was the very first movement of the usm arm in surgery.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested all universal surgical manipulators (usm) arms and reproduced the issue. Fse performed a recalibration as part of service. After this, the system was retested, operated without issue and verified as ready for use. A review of the submitted video was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the video was reviewed and showed the customer testing the usm arm with no instrument installed and not in the patient. The button was pressed and the usm arm would drop unsupported. .

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) clinical development engineer (cde) reviewed the video and provided the following information: the video showed a draped universal surgical manipulator (usm) that did not appear to be docked and did not have an instrument installed. The first assist clicked the instrument clutch button and the usm appeared to move freely. Isi obtained additional information through follow up to clarify contradicting information: the distributor clinical sales representative spoke with the surgeon who reported that they had already inserted the instrument and handled the arm, but when they moved the clutch, they noticed involuntary movements as shown in the video. An isi failure analysis engineer (fae) reviewed video and the logs, and found 23137 (pot to encoder) errors on the day of the complaint.